Event description:
Caller states the connector pins on the inform meter are burnt and blackened. Caller also describes a burning smell. No adverse event reported. Requested return of suspect device and replacement was sent.